Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 345 (thermistor disparity) alarm. The problem was found in the maternity department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported error 345, which was not duplicated during evaluation. A review of the event history log identified error 345. The cause was determined to be an out of specification downstream thermistor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.